Event description:
It was reported that during the implant of the right ventricular (rv) lead, it took 30 rotations to extend/retract the helix when the physician was checking the lead prior to insertion. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).